Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The keypad was undamaged and all buttons were responsive. Upon removal of the keypad cover, no contaminants were found under the contacts. No intermittent conditions were found on the keypad flex connector. Unrelated to the original complaint, the pump powered on to a dim and discolored display. In addition, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).